Event description:
On (B)(6) 2013, it was reported that the patient recently had a fall and felt her vns was not working, because she was not feeling stimulation as often as she used to. The patient stated she felt it intermittently, whereas prior to the fall, she used to feel the stimulation every time. The patient was seen by the physician recently and interrogation showed everything was okay. The patient's output current was increased from 1.5 ma to 2 ma, but the patient still only feels the stimulation intermittently. The physician stated that he does not attribute this event is related to the fall, but he also feels the patient is an ¿odd duck¿ so he is not really sure what to believe. The patient's fall occurred about two to three weeks prior. Additional information was received on (B)(6) 2013 that the patient was set to 7 seconds on 50 minutes off duty cycle. It was additionally reported that the patient is having more drop attacks recently. It is unknown what the relationship of the increase is to baseline levels as the patient was not seen previously. The patient's medication and output current were increased, which resolved the drop attacks. Attempts have been made for additional information; however, they have been unsuccessful.

Manufacturer narrative:
.